Event description:
Patient reported via call on (B)(6) 2015, that, patient underwent fusion surgery where the patient was implanted with lt cage and bmp at the l4, l5 and l5, s1. Post-op, the patient complained of experiencing pain at the site of implant; numbness in left leg; kidney stones and bleeding and suicidal. Patient also reported that on an unknown date during follow up care in 2012 determined that she has excessive bone deformity on the spine.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.